Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the monitor failed a pulse test. The cause for the pulse test failure was isolated to pca connectors j1002 and j1003. Oxidation build-up on the tin connectors increased the resistance, causing the pulse test failure. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor failed incoming functionality testing.